Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient heard banging in their lobby where they lived and found an intoxicated man who choked her and pushed her to the floor where they landed on their back.  The patient went to the ER where and x-ray was performed and the leads looked fine, however the patient was getting more tingling in their left leg. Also the last few days sometimes programs 1, 3, 2 and 4 were giving them jolts. The patient did not like their adaptive stim, however when it was offered to turn it off the patient refused. The patient had an appointment to meet with their new pain doctor on 2021-03-02. The issue was not resolved at the time of the report.